Event description:
It was reported that during a lap colon procedure, receiving intermittent activation with the handpiece. Had to convert to open to complete the case. Additional information requested, but not yet received.

Manufacturer narrative:
Information anticipated, but unavailable at this time.